Event description:
It was reported that there was sensing difficulty, oversensing, intermittent high impedance values, and that the patient received inappropriate therapy. It was further reported that there was a suspected lead fracture, and that the patient had experienced a fall. Both the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event. The atrial lead was returned to the manufacturer after being explanted for high impedance and oversensing. The lead subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; distal conductor fractured; full lead returned and analyzed.